Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with photophobia in the right eye, at the six week post-op visit. Topical steroid drops were prescribed. Additional information has been requested.